Manufacturer narrative:
(B)(4). Date sent: 2/11/2026 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98m6x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the lid of the manual override shot off falling to the ground when they attempted to take the 2nd shot this caused the gun to lock and they could not continue to use it. Another input had to be opened in order to finish the procedure. The delay of a few minutes was generated while changing the device. The refill and its reinforcement had to be replaced as it could not be used. There were no patient consequences reported. No additional information provided.